Event description:
It was reported that in the cardiology lab, "during preparation of stopcock/ three way valve, they noticed that this device was leaking." As a result, another three way valve was used.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was not returned. The 6" arterial pressure (ap) line was returned. A 6" ap line was noted with traces of blood on the exterior and interior surfaces of the stopcock end and screw cap end of the tubing. After blocking all openings on the stopcock water was injected into it. A leak was evident where the 6" tubing connects to the stopcock. The part was examined under magnification and a void in the solvent was detected at the stopcock/tubing junction. A DHR review was conducted on the iab and it met all specifications and passed all in-process testing. There were no manufacturing abnormalities established between the DHR and the reported complaint. The cause of the leak was insufficient bonding at the stopcock/tubing junction. A CAPA has been initiated to address this issue.